Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump exhibited an error code 60 and error code 59. No patient consequences were reported. No adverse effects were reported.